Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became contaminated during unpacking. A synergy¿ drug eluting stent package was being opened when the pouch did not open correctly causing the device to fall to the floor. The device was not used and the procedure was completed with another stent. No patient complications were reported.